Event description:
During pacemaker inplantation, a lead got stuck under the pt's clavicle. Attempts to pull it out led to separation into 2 pieces, with insulation removed and exposure of wire. This required retrieval via use of looped snare catheter via the groin.